Event description:
It was reported that a pt was brought to the hosp to have a catheter replaced that had been accidently pulled out at the dialysis unit. There were multiple attempts to replace the catheter that were unsuccessful due to dense scarring. Placement was done at another site on the pt. The pt's blood pressure began to drop. The pt went into cardiac arrest and expired. According to the facility where the incident took place there was no indication of a product problem.